Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant: product ID 4351, product type lead. Product ID 4351, product type lead. (B)(4).

Event description:
It was reported that a patient ¿fell and broke the leads.¿ the device was removed from the patient due to the fall by the patient and was not due to any failure on the part of the device or insertion procedure. Prior medical conditions and outcome were not given. Additional follow-up is being conducted to obtain this information. If any additional information is received, a supplemental report will be sent.